Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) device automatically shut down shortly after it was turned on when checking the device. There was no patient contact and no personal injury.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). Getinge field service engineer (fse) found that the customer reported that the device automatically shut down when in standby mode, and the device function status needs to be checked on site. The device function status was checked on site, and the test data met the factory requirements. The automatic shutdown failure reported by the customer did not occur. The customer is advised to observe.

Event description:
N/a.